Event description:
It was reported that during implantation of the intraocular lens (iol), a 1 piece lens, the trailing haptic section remained in the introducer. On reflection, the doctor stated "I can¿t have engaged the plunger down far enough to the line prior to insertion and when screwing the lens forward, there was more resistance than in the other cases I did". "I thought I had got the click but having experienced it with the other cases think this is the cause of the iol laceration." No damage was done to the patient¿s eye ¿ the doctor performed an extra paracentesis and enlarged the incision from 2.4 to ~2.8 to refold the iol and explant it followed by insertion of a za9003 in the bag. There was a delay in procedure - 10 minutes. No further information was provided.

Manufacturer narrative:
Expiration date: unknown; serial #: unknown; during follow up it was found that the sn provided in the initial report is not correct and at the time of this report is unknown. Device manufacture date: unknown. Evaluation, conclusions: the manufacturing record review submitted in follow-up #1 no longer applies as the serial number is unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. There were no process and / or material changes within the production order. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. No discrepancies or defects found during the manufacturing record review that are related to the possible causes identified for the complaint type reported. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.